Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
This is filed to report unintended movement of the steerable guide catheter. It was reported that this was a mitraclip procedure to treat grade 3-4 functional mitral regurgitation (mr). The steerable guide catheter (sgc) was advanced; however, when steering to the mitral valve, with the + knob, the knob turned back slowly. There was unintended movement, due to the instability of the knob. Two clips were advanced and implanted without using the + knob, reducing mr to <1. After the second clip was implanted, the left lung was noted to be bleeding, the blood pressure dropped from 130/140 to 70/80 and the patient experienced tachycardia. Medication was given for hypotension. It is the physicians opinion that the bleeding could have been caused from the stiff guide wire or due to spontaneous circulation. The mitraclip devices did not cause or contribute to the bleeding, hypotension or tachycardia. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned and evaluated. The returned device analysis confirmed that the steerable guide catheter (sgc) functioned as intended. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. A definitive cause for the reported sgc knob issue and guide steering issue could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.